Event description:
Patient reported right side rupture, encapsulation, and recall. Patient additionally "many bii symptoms" not related to the device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "many bii symptoms, encapsulation, possible rupture and implants were recalled". This relates to right side. The device remains implanted.